Manufacturer narrative:
(B)(4). Batch # n91g86. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that before the process when the harmonic probs was assembled, the tip has broken. No patient consequence reported.